Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained yet. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
A pericardial effusion, leading to a cardiac tamponade occurred, procedure cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a left atrial appendage closure procedure. During the procedure, the user mentioned that after left atrium access was gained, the patient's blood pressure began to drop, and an effusion was noted. Pericardiocentesis was performed to manage the effusion. The patient was stabilized and sent to the intensive care unit (ICU) to recover. The device is not expected to be returned for analysis. No other information was provided.